Manufacturer narrative:
(B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one powered handle. Engineering evaluated the eeprom event log for the returned handle and the log displayed an error code followed by another after the device was powered up. Engineering noted that the same failure codes were repeated on multiple power up attempts, which prevented the device from completing calibration each time. Engineering powered up the unit and was able to replicate the blue light condition. Engineering disassembled the unit for further evaluation and inspection of the gearbox. No mechanical obstructions were seen in the path of the selector block and no drag marks were noted. The motor connections and the bldc board were examined and found to be intact. Engineering noted that one of the capacitors was cracked but that may have been a byproduct of engineering cutting wire connections to the board. The gearbox and motor assembly were then removed from the device and connected to a modified powered handle. A battery was inserted and the unit was able to power up and calibrate successfully. The handle displayed a green light as expected. Engineering determined that the bldc board was responsible for the drive motor failed calibration. A process improvement was initiated. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a gastric bypass, the customer informed that the battery and adapter were assembled correctly on the powered handle. The device operator performed three firings using a reload without any issues. But when they were going to proceed with the fourth firing, the reload could not be loaded; it did not fit into the adapter. The device operator tried to load another reload onto the adapter and the issue repeated itself. The device operator disassembled the system, removed the battery, and then reassembled the system, but again the results repeated itself. To continue with the surgery, the device operator switched to a manual handle and used the two reloads which could not be loaded onto the adapter to the powered handle. No other adverse events were reported due to this device issue.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. Engineering evaluated the eeprom (electrically erasable programmable read only memory) event log for the returned handle and the log displayed selector motor error codes. Engineering noted that the same failure codes were repeated on multiple power up attempts, preventing the device from completing selector calibration each time. Engineering powered up the unit and was able to replicate the blue light condition. The eeprom was evaluated again and the same failure codes were displayed. Engineering disassembled the unit for further evaluation and inspection of the gearbox. No mechanical obstructions were seen in the path of the selector block and no drag marks were noted. The motor connections and the bldc (electrically erasable programmable read only memory) board were examined and found to be intact. Engineering noted that one of the capacitors was cracked but that may have been a byproduct of engineering cutting wire connections to the board. The gearbox and motor assembly were then removed from the device and connected to a modified unit. A battery was inserted and the unit was able to power up and calibrate successfully. The handle displayed a green light as expected. Engineering determined that the bldc board was responsible for the drive motor failed calibration. The defective board was sent back to the vendor. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The observed handle condition was determined to be caused by a failure of the bldc board. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.